Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 module.

Event description:
Customer reported an issue with the v series monitor, which have affected spo2 monitoring. No pt injury was reported.